Manufacturer narrative:
It was reported that the central nurse's station (pu-681ra) went into signal loss with two telemetry devices. No consequence or impact to the patients. The customer indicated that the signal loss only occurs when the transmitter is next to patient bed or when the patient goes to the restroom. Signal loss was in room 211 and 212. Suggested the customer to change out the old style power supplies and once the new power supplies installed, there have not been any signal loss issues. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were being used in conjunction with the cns: transmitter in room 211: model number: zm-920pa, serial number: (B)(4). Transmitter in room 212: no model number and serial number was provided. Org: model number: org-9700, serial number: (B)(4).

Event description:
It was reported that the central nurse's station (pu-681ra) went into signal loss with two telemetry devices. No consequence or impact to the patients.

Event description:
It was reported that the central nurse's station (pu-681ra) went into signal loss with two telemetry devices. No consequence or impact to the patients.

Manufacturer narrative:
Complaint information: on (B)(6) 2019, customer at san luis valley regional medical center reported signal loss on transmitter zm-920pa with serial# (B)(6) , along with one more telemetry device for which details were not provided. Such reports are addressed under CAPA-18-033. Service requested: assistance in troubleshooting. Service performed: nkts could duplicate the issue and assisted in troubleshooting. The issue was resolved by replacing the old power supplies of both the telemetry devices. Since user is responsible for changing old batteries of telemetry devices. The nature of the complaint will be identified as user error. Investigation conclusion: root cause of the issue was identified to be user error due to bad batteries on the telemetry devices. Warranty of the device expired on 02/08/2017. Additional device information: d11 & c2: the following devices were being used in conjunction with the cns: transmitter in room 211: model number: zm-920pa, serial number: (B)(6) . Transmitter in room 212: no model number and serial number was provided . Org: model number: org-9700. Serial number: (B)(6) .